Event description:
End users daughter stated that while her father was using his 65650 rollator the left rear leg, above the caster wheel, broke. End user fell sustaining a scrape to the right forearm and elbow. No medical intervention.